Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the lead displayed over-sensing, non-sustained ventricular tachycardia episodes, and the sensing integrity count was high. It was determined to monitor the patient with increased remote transmissions. The lead remains in use and no patient complications have been reported as a result of this event.